Manufacturer narrative:
D10 concomitant product: unknown endo stitch instrument, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy with bilateral salpingectomy, the suture needle broke in half. A search was conducted for the missing needle fragment, and when it could not be located, imaging was requested to perform an x-ray of the patient. Shortly after the x-ray was taken, but before it was reviewed, the missing portion of the needle was found in the suction canister. A new suture was used to resolve the issue.